Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer stated the alarm was resolved by an infusion set change. Customer's blood glucose was 318 mg/dl. The customer stated they had used a manual bolus to deliver the rest of their insulin. Customer did not want to return their supplies for analysis. Advised the customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.